Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. The actual device was not returned for evaluation. Therefore, the investigation was based on the user facility information and the device history records. No evaluation could be conducted due to the device not being returned. There is no evidence that this event was related to a device defect or malfunction. With no return of the actual device the exact cause of the reported event cannot be definitively determined. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up no. 3.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the evaluation. The actual device was not returned for evaluation. Therefore, the investigation was based on the user facility information and the device history records. The cause of this event is unable to be determined without the sample available for product evaluation. Previous observed causes of the compaction marker not being seen may be related to the auto-tamping mechanism, incomplete collagen compaction, and user error. Based on the information at hand it is unclear which if any of these possible causes played a role in this specific incident the investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot number combination was conducted with no relevant findings. A search of the complaint file found one other report with the involved product code/lot number combination. The user facility reported a similar event from the same product code/lot number combination. See MDR 2243441-2017-00065. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported difficulties with the involved angio-seal device. The following information was provided by the user facility: it was noticed that a few of the angio-seal 6fr evolution devices from a single box had not automatically deployed the tamping tube when pulled back. It required the user to manually push down the tamping tube as they would with a vip. Additional information was received on 06/21/2017. Device was not used on a patient; it was used on a vessel model.